Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital refused.

Event description:
When the surgeon did a revision today of a durcon total stabilizer he found the screw had backed out, so he removed the insert and old screw and replaced it with a new insert and screw.

Manufacturer narrative:
The patient is (B)(6) inches in height. Corrected product information based on additional information. Sales rep called and confirmed that the information he provided was for the component which was implanted. He did not have device details for the explanted device. An event regarding a fracture and dissociated locking screw from an unknown duracon ts insert was reported. The event was confirmed. One low resolution of the explanted components was provided. The fixation screw appears to be fractured. Inspection of the provided image confirmed the locking screw was fractured. Nothing regarding the nature of the fracture could be learned from the image. Medical records received and evaluation: the provided records were rejected for review by a consulting clinician. X-rays and the patient's clinical history would be required to provide a meaningful dictation for this case. Conclusions: the event could not be confirmed nor the root cause of the reported screw fracture determined due to the minimal information received.

Event description:
When the surgeon did a revision today of a durcon total stabilizer, he found the screw had backed out so he removed the insert and old screw and replaced it with a new insert and screw.